Manufacturer narrative:
Pump passed the self test, however, constant pump error 43 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 43 alarms. Pump¿s history and trace files downloaded successfully using thus software. Pump trace download confirmed pump error 63(variableinfo = 8) (file number = 32131; line number = 201) alarm in the pump history file on [07/12/2024] at [19:51:17.000]. Pump error 43 confirmed in the pump history/trace files on [07/12/2024 at 23:29:57.000]. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found. Severe moisture damage¿on the [pcba 1 j5, near lcd screen / pcba 2 j1 / keypad flex connector / motor / force sensor] and jammed motor gear box. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and label damage(faded/stained/peeling). Alleged alarm unspecified confirmed due to fatal pump error 63 and pump error 43. Pump error 63(variableinfo = 8) (file number = 32131; line number = 201) alarm was confirmed in the pump history file due to severe moisture damage on the [pcba 1 j5, near lcd screen / pcba 2 j1 / keypad flex connector / motor / force sensor]. Pump error 43 alarm confirmed in the pump history files due to jammed motor gear box and corroded home switch. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported critical pump error/open book image alarm. The customer reported no adverse event.the event involved product mmt-1712kl. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1712kl and insulin pump was retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.